Manufacturer narrative:
Follow up being submitted as the evaluation process has been completed with the conclusion being a replacement bed being sent to the account to complete the repair. The conclusion code in section h has been updated to reflect this activity.

Event description:
It was reported via repair work order that the bed was stuck in trend and the bed exit was stuck engaged due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's repair is pending. If additional information is received, a follow-up report will be submitted

Event description:
It was reported via repair work order that the bed was stuck in trend and the bed exit was stuck engaged due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.